Event description:
It has been reported to philips that, live monitor was not booting. It is unknown if the system was in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the live monitor was not booting, however the reported issue cannot be confirmed because there was no further information regarding the reported issue from the customer. Therefore, no further action could be performed by philips. The codes were updated based on the investigation outcome.